Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported brown residue during a colonoscopy procedure while the patient was under sedation involving an olympus colonovideoscope. It was completed with the same device. There was no patient injury reported.